Event description:
It was reported that pump experienced malfunction code 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset malfunction independently and continued to use pump, with plan to rely on alternate method if necessary, while technical support arranged shipment of replacement pump.